Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Additional patient event details have been requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow up report will be submitted.

Event description:
It was reported that within 24 hours of use, the drainage tubing including the anti-kink component easily detached form the top of the urine chamber. The nurse used medical tape to secure the tubing to the urine chamber. It was further stated 'there were no infection or complications that occurred or reported.'

Manufacturer narrative:
No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received: a quality investigation was performed. No returned product was available but a batch review was conducted and no discrepancies were noted for the complaint issue. After the detailed batch review, no discrepancy (includes non-conformance/deviation) related to complaint issue was found. A non-conformance was opened to investigate complaint issue "tube is detached from the chamber". This complaint will remain open until the completion of the non-conformance. (B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 14, 2015.